Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that one of his pts has a lead fracture and will undergo a revision surgery. Pt showed high lead impedance on diagnostics testing. No additional info was received. Good faith attempts to obtain additional info has been unsuccessful till date.